Event description:
Surgeons reported that on postoperative day one following implantation of an intraocular lens (iol), the iol was noted to be dislocated into the anterior chamber. The iol was inserted in the bag again at that time. The postoperative clinical course was good.

Event description:
The surgeon provided additional info indicating there was a possibility that viscoelastic remained in the eye behing the intraocular lens (iol). The trapped viscoelastic may have pushed the iol forward causing dislocation during natural pupil construction.